Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that one side of the peel away sheath extrusion was separated adjacent to the tab. Remains of the extrusion were still attached to the separated tab. One side of the sheath was split completely down the extrusion. The sheath was additionally severed to observe the cross section. The sheath body length from the tabs to the distal tip measured 4", which is within the specification limits of 3 7/8" - 4 1/8" per peel-away product drawing. The outer diameter of the sheath measured 0.1182" which is within the specification limits of 0.112-0.122" per the peel-away product drawing. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis.". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. A device history record review was performed and revealed no relevant findings. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "PICC inserted through sheath and when they cracked peel away sheath to pull it apart, the white plastic part at the end broke off. Sheath was able to be removed and PICC remained insitu. There was no patient harm or consequence."

Event description:
It was reported that: "PICC inserted through sheath and when they cracked peel away sheath to pull it apart, the white plastic part at the end broke off. Sheath was able to be removed and PICC remained insitu. There was no patient harm or consequence."

Manufacturer narrative:
(B)(4).